Manufacturer narrative:
Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints. Device not returned by the consumer.

Event description:
The consumer claims that her breast pump was not working properly the first week after being back home from the hospital. She alleges that the pump would trun off during use and that she got mastitis from not being able to empty her breast.

Manufacturer narrative:
Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints. Corrected data: user information and device type. The data originally entered was not correct.

Event description:
The consumer claims that her breast pump was not working properly the first week after being back home from the hospital. She alleges that the pump would turn off during use and that she got mastitis from not being able to empty her breasts.

Manufacturer narrative:
Use of breast pumps is not known to cause or contribute to this event. This report has been submitted following a retrospective review of past complaints.

Event description:
The consumer claims that her breast pump was not working properly the first week after being back home from the hospital. She alleges that the pump would turn off during use and that she got mastitis from not being able to empty her breasts.